Manufacturer narrative:
Summary of evaluation: the investigation concluded that the cause of the driver fracture is likely to be user related. This event is related to similar events where the tip on the universal and straight driver shaft twists and/or fractures. Similar previous pers indicated that the tip of this driver deformed due to torsional overload. This failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use.

Event description:
Customer, (B)(6 ) reported via sales rep, (B)(4) that during a revision surgery, while trying to remove a screw with the universal driver, the tip of the driver snapped and got lodged in the screw they were trying to remove. Customer added via sales rep that they used a burr to get the snapped tip of the universal driver out of the screw and removed the screw successfully leading to about 20 minutes delay in surgery.